Event description:
Discordant advia centaur ca 125 ii results were obtained for a patient sample. The patient sample was tested on three different lots. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant ca 125 ii results.

Manufacturer narrative:
The cause for the discordant ca 125 ii results is unknown. The calibrations and daily qc were within range for all the runs. The instrument is performing within specifications. No further evaluation of the device is required.